Event description:
The pump stalled at 2312 in 2008. The pump was interrogated two days later; the stall was confirmed with no motor stall recovery recorded. There was no recovery with 2-3 reinterrogations. The patient was experiencing increased spasticity. A pump alarm was occurring every hour. The patient was at the clinic. The patient's status was reported to be "fair". The patient's symptoms continued to worsen. That evening, the patient's mother called 911 and the patient was admitted to the ICU and stabilized. The pump was replaced. The pump was used to deliver baclofen (2000 mcg/ml) at a rate of 449.8 mch/day. As of eight days later, the patient was discharged from the hospital at his previous dose of approximately 450 mcg/day.

Manufacturer narrative:
The pump has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.